Event description:
A hospital sent to depuy spine's international affiliate a copy of a report that was sent to another country's competent authority indicating that two isola rods in the spinal construct, a left and a right rod, were broken. The devices had been implanted for approximately eleven years and were explanted as a result of this breakage. See mfg medwatch report# 1526439-2009-00065 for the second rod that was involved in this event.

Manufacturer narrative:
No conclusions can be made. The spinal rod has not been returned for evaluation and the device catalog# and lot# are unk. The complaint is considered to be closed at this time. A follow up medwatch report will be filed if the device is returned for evaluation and/or the catalog and lot numbers are provided.